Manufacturer narrative:
Patient experienced peritonitis on an unreported date in (B)(6) (year not reported). The sample was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by abdominal pain and slight cloudy effluent. The cause was unknown. The patient was not hospitalized for the event. The patient was treated with an unspecified antibiotics. It was not reported if the patient had recovered from the event. Action taken with pd therapy was not reported. Additional information is not available.